Event description:
The customer reported that the following occurred during the first clinical use of the iabp: they plugged the iabp power cord into mains power, but the iabp was running on battery. They "resettled" the iabp in the hospital cart, and power was returned to mains. After 24 hours of therapy, hospital staff heard a popping sound, the display went blank, and the pump stopped working. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances noted in the DHR related to the reported event. A company service representative evaluated the iabp. He confirmed that the iabp functioned properly on battery; however, when connected to mains power, the iabp would not start up successfully, and would not turn off without disconnecting the mains power (i.e., would not turn off using the power switch). The iabp is being returned to the factory for analysis. A follow up report will be submitted when our investigation is complete. (B)(4).